Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device - 2 years, 8 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the lvad system produced low flow alarms. The patient had received a shock from the implantable cardioverter defibrillator (ICD) and was in the emergency department for assessment. The alarms were reported as low flow alarms, driveline disconnect and low power hazard alarms. The patient was asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed a driveline disconnect on (B)(6) 2017 at 13:52 to 13:53, then a low power hazard alarms when both power cables were removed. At 13:59 the white power cable was plugged in and the driveline was connected. The log also confirmed the low flow hazard alarms on (B)(6) 2017 from 8:16 to 8:17, which resolved without intervention. Additional information was requested but has not been provided.

Manufacturer narrative:
Analysis of the submitted system controller log file confirmed low flow and low battery hazard alarms on (B)(6) 2017 that appeared to be the result of both power leads simultaneously being disconnected from battery power. Driveline disconnect alarms were also confirmed on this day. Additional low flow hazard alarms were confirmed on (B)(6) 2017; however, a specific cause for this finding could not conclusively be established through this evaluation. A direct correlation between these findings and the device could not conclusively be established. The submitted log file contained data from (B)(6) 2017. On (B)(6) 2017 at 13:52:41, a driveline disconnected alarm was triggered and the pump¿s motor stopped. The driveline was reconnected approximately 6 minutes later at 13:59:06. From 13:52:59 through 13:59:06, the low battery hazard alarm was triggered in response to both system controller power leads simultaneously being disconnected from battery power. The absence of external power to the system led to the activation of the backup battery, and low speed advisory/hazard alarms and low flow hazard alarms were also active during these events. These alarms resolved once power was restored. It should be noted that additional low flow hazard alarms were captured on (B)(6) 2017 from 08:16:49 through 08:17:04. The pump operated above the low speed limit for all events following the pump stop on (B)(6) 2017, including during these low flow events. The patient remains ongoing on lvas support and no additional complaints have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.